Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-44- user has low battery test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for battery issue/low battery symbol. The low battery symbol appeared once the test strip was inserted into the truemetrix air meter and when the "dot" button was manually pressed. At the time of the call, the customer reported having a headache; medical attention was not needed at the time of the call. The customer was using the proper test strips and the battery had been installed properly. The battery had not been replaced.